Event description:
A report was received from (B)(6) was received with information stating that an 840 ventilator had a safety valve open error. The user facility stated that safety valve open error occurred during a patient use. The device was replaced with another. There was no patient harm reported.

Manufacturer narrative:
The graphical user interface (guil) central processing unit (cpu) was replaced. The part is expected to be returned to the manufacturing site. Should the part be returned and upon completion of the investigation, a supplemental report will be submitted. (B)(4).